Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella 5.5 on (B)(6) 2025, there was an attempt made late last night to remove the device given the concern for sepsis that was identified. Patient was moved to the operating room and intubated for airway protection. Lines were initially removed but the patient did not tolerate wean of the device and it was ultimately kept in place. The patient remained intubated for most of the day and was extubated shortly before the current update. They are ultimately stable but given the septic risk the plan has changed to likely place a durable ventricular assist device for the patient.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Sepsis: the root cause of the sepsis was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.